Event description:
It was reported that there was lint in the pump usb port. Reportedly, after the customer cleaned out the lint, the customer was able to charge the pump successfully. The customer's blood glucose was not impacted. This event is being reported based on the evaluation of the returned device. During evaluation, the pump was unable to initiate charging.